Event description:
It was reported that a cgm error occurred. There was no reported impact to the customer¿s blood glucose level. The customer planned to call back when near their pump charging supplies, at which point the script would be continued by the support team. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.